Manufacturer narrative:
The device was manufactured october 19, 2017 ¿ october 20, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed; the flow rate of the device was found to be within specification. Continuous flow was observed during the functional flow rate test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.